Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:13. The reported condition occurred in the emergency room, but it is unknown when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:13 was confirmed, but not duplicated due to a faulty phm (pump head module). The phm assembly was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of fc 810:13. (B)(4)